Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger faults, unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge or recognize a battery pack. The cause for the failure was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The shorted transistor and microcontroller were caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged battery charger.

Event description:
A us distributor reported that a patient was experiencing battery charger faults and the charger was unable to charge a battery.